Event description:
It was reported that the patient underwent a spinal procedure using interbody device at l4-l5. The device migrated posteriorly into the foramen a week post op. The revision surgery was performed to replace the implant with a larger sized implant.

Manufacturer narrative:
Device was discarded. Product return is not possible. Unable to determine the cause of the event.